Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. The pediatric patient was symptomatic, pale, and shaky while the cgm was displaying 160 mg/dl. A bg finger stick was taken and the value was 50 mg/dl. The patient's parent gave the patient 5 glucose tablets to treat the hypoglycemia and the patient stabilized. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.